Event description:
It was reported the patient's trial procedure was abandoned as the physician was unable to obtain left leg stimulation. The physician tried to reposition the lead multiple times but unintended right side stimulation occurred. The procedure was extended by an hour.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.